Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was currently hospitalized due to high blood glucose levels. Blood glucose level at the time of the incident was 462 mg/dl. The caller reported that the customer also had chest and abdomen pain and that paramedics were called. Blood glucose level at the time of the call was 227 mg/dl. The caller reported that prior to the incident, the insulin pump had a no delivery alarm, which was resolved by a set change. The caller reported that the insulin pump then had an additional no delivery alarm. During troubleshooting, the customer confirmed that there were air bubbles in the tubing. Troubleshooting had to be completed at a later date as the caller did not have a tubing clamp available. The insulin pump was not replaced or returned for analysis.